Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred. Write to locked ram por with ecc-lia conflict, address 6b6b, data 83 on (B)(6) 2011. Patient alert for device circuit error on (B)(6) 2011.

Event description:
It was reported that there was a power on reset. The diagnostic data cleared and there were no parameter changes. It was noted that the patient has not received any radiation therapy and does not recall being around any electrical magnetic interference on the day of the reset. The device is still in use. No patient complications have been reported as a result of this event.